Manufacturer narrative:
D1 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
Clinical narrative: an impella 5.5 was inserted to support the 27 year old male patient who had been admitted into the medical center with cardiomyopathy, and presenting in scai stage d shock at pump implant. Underlying medical history has not been furnished. The pump was placed within the left ventricle and the team attempted to start the pump x3 when it failed. The motor current was too high and failed to start, and as such the physician felt the pump to be malfunctioning and it was explanted and replaced by a new pump, which supports the patient to date. The exchange was performed with no consequence to the patient noted by the medical team.

Manufacturer narrative:
The pump was collected and will be shipping back for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated, corrected and should be considered the representation of the reported event. Additionally, d4 catalog number and d4 serial number were corrected, updated accordingly.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the pump not starting was not determined due to no defect found on the returned product, no data logs recovered, and insufficient clinical details. The root cause of the injury (hemodynamic instability) was unable to be determined due to insufficient clinical details.